Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.